Event description:
It was reported that the although the stylus was replaced, it still would not calibrate. It was also reported the touch screen is not working. Touch pen was changed with new pens, but still would not work. Service disk was tried too. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis, was not able to select using the provided stylus until it was reseated and the display was moved. Moving the flex tape cause the stylus not to work or be able to calibrate. Emergency function would not work. Flex tape to the display was found damaged by the hinge plate. The hinge stop on the hinge plate had broken off and caused damaged to the flex tape. Concomitant product: 229047 analyzer. (B)(4).